Event description:
Concomitant device/s reported: va locking screw (part 04.211.038s, lot unknown, quantity 1); va locking screw (part 04.211.050s, lot unknown, quantity 1); va locking screw (part 04.211.054s, lot unknown, quantity 1); locking screw (part 412.108s, lot l840725, quantity 1); locking screw (part 412.109s, lot l974792, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: locking / unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: investigation selection: investigation site: (B)(4). Selected flow(s): damaged: visual, examples: deformed / bent / cracked / broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw tip is shortened or cut-off and is missing (not returned). It looks like signs from a pliers, as from one side is cut and on the other side is deformed from holding back (see pictures attached). Document / specification review: as no lot number is edged on the part and we haven't received this, we are not able to do a review of the manufacturing documents. Dimensional inspection: as no article and lot number is edged on the part and we haven't received them, we are not able to do dimensional inspection. Summary: we have to assume that the x-ray (documents with x-rays attached to pc level) on page two (2) are showing, the post implantation of the implants, (the x-ray has to be taken on (B)(6) 2019); there is clearly visible, that one screw is shortened / cut-off before implantation, as the missing tip of the screw is not visible on any x-ray and as well no information about a screw breakage got reported at all. Based on this the complaint is rated as unconfirmed. Based on these findings we strongly have to assume that the screw got conscious shortened and implanted from surgeon. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to a broken variable angle (va) locking compression plate (lcp) right distal humerus plate. Originally, the patient was implanted with va-lcp plate and an unknown screw on (B)(6) 2019. Eight days later, the patient had undergone rehabilitation. However, on (B)(6) 2019, an x-rays were taken and it was found out that the plate was noted to be broken. Thus, a reoperation was done and since the affected site was stable, the plate was replaced with another plate with one hole. An additional gibss was also applied. Procedure and patient outcome were unknown. Concomitant device/s reported: unknown screws (part # unknown, lot # unknown, quantity # unknown), unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).